Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing which led to inappropriate shocks as well as out-of-range high pacing impedance measurements (>2000 ohms). It was suspected that the rv lead was fractured. A revision procedure was scheduled, at which it was found that the right side vasculature was occluded. As a result, the old system was programmed to aai and a new system was implanted on the left side. This rv lead remains in service. No additional adverse patient effects were reported.